Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was reported as "while travelling". On an unknown date, the patient was hospitalized and treated with unspecified antibiotics. On an unknown date, the patient was discharged from the hospital and was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.